Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced issues with his blood sugar that he ended up giving himself too much insulin and passed out caller has treated with carbs. Customer declined troubleshoot the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
The summary narrative has been updated and provided with this report. (B)(4).

Event description:
Customer reported via phone call that they experienced issues with his blood sugar that he ended up giving himself too much insulin and he passed out. Caller has treated with carbohydrates. Customer said issues with his blood sugar also has to do with his work and his settings. Customer declined troubleshooting the insulin pump. The device will not be returned for analysis.